Event description:
Customer reported she was hospitalized for diabetic ketoacidosis. Customer stated he was hospitalized for a night and then had to return in the morning due to her blood glucose wouldn't go down. Customer was treated with IV and insulin. She was released the first she changed her site and the following morning blood glucose was high again. Ketones were high. Event occurred (B)(6). Customer blood glucose was 468 mg/dl the first time. The second time they were up to 501 mg/dl. Customer stated she did a complete set prior to the first hospitalization and the device alarmed no delivery. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.